Event description:
"They were trying to do an ffr with a volcano ffr wire and could not get the wire down the circ to the lesion in the 2nd om, so they used a gl to help get the ffr wire down through the lesion. There was a dissection that began in the lad at the bifurcation of the circ lad. There was a tight lesion in the ostium of the circ (which probably caused the dissection). The dissection began in the lad (where the circ connected), then went down the circ, then back to the left main, then back into the aorta. It started off small, but they continued with the case trying to balloon the circ where it was getting tight (due to the dissection). This is when the dissection started to spread and get larger. The physician told me that he cannot tell if the dissection was caused by the guideliner or the ffr wire, or when he pulled back the guide catheter. He is not blaming the guideliner, but it was used in the case and could have been the cause of the dissection. They said the dissection may have even happened before they put the guideliner down. After the dissection spread into the aorta, they aborted the case, put in a balloon pump, and sent the patient to surgery. When they opened the patient's chest in the operating room, the pericardial sac was very full and it busted. The patient died in the operating room."